Event description:
It was reported that balloon rupture occurred. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during inflation within specified pressure, the balloon ruptured. No patient complications were reported.